Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding the hermetic seal component, exhibited high rate pacing at the maximum sensor rate upon no exertion from the patient. This is a symptom consistent with those described in the advisory. There was no adverse patient effect.